Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing. The customer reported blood glucose value of 253 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-1884. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to the primary svn 000317298913 and event date 13-apr-2024. Please see below for the first 10 boluses listed on the event date 13-apr-2024 in the pump history file. 04/13/2024 00:14:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u) 04/13/2024 00:19:43.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) 04/13/2024 00:24:43.000 normal bolus delivered (220) bolusprogrammingmethod: cl1microbolus (5) normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) 04/13/2024 00:29:45.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 2250 (0.225 u) bolus amount delivered: 2250 (0.225 u) 04/13/2024 00:34:45.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 2500 (0.25 u) bolus amount delivered: 2500 (0.25 u) 04/13/2024 00:39:47.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 2750 (0.275 u) bolus amount delivered: 2750 (0.275 u) 04/13/2024 00:44 37.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u) 04/13/2024 01:04:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) 04/13/2024 01:09:45.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 2500 (0.25 u) bolus amount delivered: 2500 (0.25 u) 04/13/2024 01:14:45.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 2750 (0.275 u) bolus amount delivered: 2750 (0.275 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm listed on the event date 13-apr-2024 in the pump history file. 04/13/2024 09:15:31.000 insulin delivery stopped (30) reason of insulin delivery suspension: user suspended (2) 04/13/2024 17:16:38.000 insulin delivery stopped (30) reason of insulin delivery suspension: user suspended (2) 04/13/2024 21:09:33.000 insulin delivery stopped (30) reason of insulin delivery suspension: user suspended (2) 04/13/2024 21:11:28.000 insulin delivery stopped (30) reason of insulin delivery suspension: user suspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-apr-2024 in the pump history file. 04/08/2024 01:41:00.000 alarm alert notification (40) fault number: low battery alert (104) 04/08/2024 02:21:39.000 battery removed (55) 04/08/2024 02:21:39.000 alarm alert notification (40) fault number: battery removed (84) 04/08/2024 02:29:49.000 battery inserted (44) 04/08/2024 02:29:49.000 alarm alert notification (40) fault number: failed batttest (58) 04/08/2024 03:10:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780) 04/08/2024 03:20:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780) 04/08/2024 08:44:00.000 alarm alert notification (40) fault number: change battery fault (73) 04/08/2024 09:15:00.000 alarm alert notification (40) fault number: off no power (11) 04/08/2024 09:25:00.000 alarm alert notification (40) fault number: off no power (11) 04/08/2024 09:26:04.000 alarm alert notification (40) fault number: post reset alarm (23) 04/08/2024 09:26:36.000 alarm alert notification (40) fault number: alarm alert notification (6) 04/08/2024 09:26:44.000 alarm alert notification (40) fault number: back out limit (6) 04/13/2024 18:55:00.000 alarm alert notification (40) fault number: nodelivery (7) - during bolus. 04/13/2024 18:59:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 19:04:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 19:34:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 19:59:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 20:04:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 20:09:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 20:14:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 20:19:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 04/13/2024 20:24:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. Earliest power data available per the power management tool/detail trace file is on 4/17/2024 7:04:59 am. There was no power data available for the date of 04/08/2024. Unable to check power data for low battery alert, failed batt/battery failed alarm, changebatteryfault (73)/replace batt alert, and offnopower (11)/replace battery now alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the pump time reset. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lowbatteryalert (104) - unknown failedbatttest (58) - unknown lostsensor1alert (780) - not confirmed. Changebatteryfault (73) - unknown offnopower (11) - unknown pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Nodelivery (7) alarm - not confirmed. Please see below pertaining to svn 000317275399 and event date 08-apr-2024. There were no boluses listed on the event date 08-apr-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 08-apr-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-apr-2024 in the pump history file. 04/02/2024 12:04:22.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 04/02/2024 12:39:23.000 alarmalertnotification (40) faultnumber: change sensor 1 alert (777) 04/08/2024 01:41:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 04/08/2024 02:21:39.000 battery removed (55) 04/08/2024 02:21:39.000 alarmalertnotification (40) faultnumber: battery removed (84) 04/08/2024 02:29:49.000 battery inserted (44) 04/08/2024 02:29:49.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/08/2024 03:10:00.000 alarmalertnotification (40) faultnumber: lost sensor 1 alert (780) 04/08/2024 03:20:00.000 alarmalertnotification (40) faultnumber: lost sensor 1 alert (780) 04/08/2024 08:44:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 04/08/2024 09:15:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 04/08/2024 09:25:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 04/08/2024 09:26:04.000 alarmalertnotification (40) faultnumber: post reset alarm (23) 04/08/2024 09:26:36.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 04/08/2024 09:26:44.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 4/17/2024 7:04:59 am. There was no power data available for the date of 04/08/2024. Unable to check power data for low battery alert, failed batt/battery failed alarm, changebatteryfault (73)/replace batt alert, and offnopower (11)/replace battery now alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the pump time reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert, change sensor alert or lost sensor alert noted. Sensorerroralert (801) - not confirmed. Change sensor 1 alert (777) - not confirmed. Lost sensor 1 alert (780) - not confirmed. Lowbatteryalert (104) - unknown failedbatttest (58) - unknown changebatteryfault (73) - unknown offnopower (11) - unknown pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.